Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete event, and patient information. Further information was requested but not received. Date of explant is unknown.

Event description:
It was reported that the patient did not receive effective therapy from the system. Surgical intervention was undertaken on an unspecified date in 2020 where the entire system was explanted.